Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrected and or additional information is included in the following sections: a1, b5, d1, g2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-apr-2022 to 02-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident main drawer 3 was not opening and failed to recover. A field service engineer waited for the hardware part of the drawers since the drawer kept failing regularly and confirmed that the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system drawer has failed to open five times while in use. The customer added that they were able to recover the failed drawer and dispense the medication out. There were no adverse events or injuries reported based on this event

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer has failed to open five times while in use. The customer added that they were able to recover the failed drawer and dispense the medication out. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the multiple drawers were not opening and failed to recover. A field service engineer was waiting for the hardware part of the drawers since the drawer kept failing regularly and confirmed that the issue was resolved. The system functioned as intended.